Event description:
On (B)(6) 2021 a patient underwent a transforaminal lumbar interbody fusion at l5/s1. On (B)(6) 2022 it was discovered via radiographs that the cage migrated. No patient injury was reported and no revision surgery is planned.

Manufacturer narrative:
No product was returned as the device is still in-situ. Radiographs provided confirmed the complaint. The patient's bone quality is unknown. It is unknown if the patient followed post-operative physical restrictions or suffered a fall. Though no root cause can be determined review of the reported information suggests excessive loading or implant selection as possible cause or contributors. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Care should be taken to ensure that all components are ideally fixated prior to closure..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."